Event description:
IV line valve leak reported by nurse. Rn [redacted name] reported IV fluid & blood leaking through IV set valve when line (baxter 2c8541s "continu-flo solution set with duo-vent spike" primary line) was attached to patient. Rn also reported that valve had not been accessed and that pump had not yet been started. Baxter primary set 2c8541s contains 3 luer-activated valves. Fluid leaked out of the 2nd (middle) valve. Upon inspection, the luer-activated surface (white stopper) of the valve was depressed, allowing fluid to leak through. The other two valves' surfaces appeared normal. This middle valve was angled away from the camera in doseedge pictures, and I was therefore unable to confirm if the stopper surface appeared to be similarly depressed prior to sending out of the pharmacy. IV line discarded due to leak and presence of blood, but picture captured of depressed valve where leak occurred. Lot number of IV set packaging was cut off in doseedge pictures. Product expiry visible ([redacted date]). Therefore, only able to recommend that pharmacy and nursing staff include visual inspection of line & valves as standard checks during IV infusion medication preparation and administration. Pharmacy technician staff should ensure that lot numbers of packaging are captured in doseedge pictures. Requesting lot number, pictures, and the fluids the IV line was primed with from the site. Manufacturer response for IV tubing, continu-flo solution set with duo-vent spike (per site reporter).